Event description:
A customer reported to beckman coulter, inc. (Bec) that the filter on top of the wash concentrate bottle on unicel dxc 600 synchron clinical system was leaking. The customer cleaned the leak, and there was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The cts determined that the customer needed a new wash concentrate filter. The cts ordered a new wash concentrate filter for the customer. The cts followed up on (B)(4) 2011, and found that the customer had replaced the filter and no further leaking was observed. No service request was generated. (B)(4).